Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 09sept2019. The product support engineer advised customer to replace the cpu board to address the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Investigation on this quality issue shows that the customer reported the back alarm failed. The device was not in use at the time of the reported event.